Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer opened but some cubies was unable to open. Customer tried to recover the storage space, but issue remain the same. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device had a drawer failure icon, and initial recovery attempts by the user indicated failures in positions a1, c3, and d3. A field service engineer (fse) logged into the system and utilized the hardware test application (hta) to further diagnose the issue. All cubies in auxiliary drawer 1 were individually removed, connections were cleaned with alcohol wipes, and reinserted, after which a full drawer test was executed and confirmed passing results. Following a system reboot, recovery was retried, successfully resolving most failures; however, c3 could not be recovered as c3 was empty. A 2x3 cubie was temporarily reallocated from another location, inserted into c3, and the failure was successfully cleared. The cubie was then returned to its original slot, and the medication restored. Final validation included successful recovery of all failed cubies, hta testing, and medication inventory verification, confirming normal drawer functionality. The system functioned as intended after the field service engineer repaired the device.